Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular emergent treatment of imminently rupturing 70mm abdominal aortic aneurysm. It was reported during the index procedure, on the left ipsilateral side, the mainbody etbf2316c145ej was deployed, despite the resistance noted, deployment was performed without any problems. When trying to deliver the right contralateral limb etlw1616c156ej it was noted that calcification and tortuosity were severe in the patient's anatomy. There was a strong resistance encountered. When the device was attempted to be advanced with a strong force, the force vector was applied in a strange direction and it seemed that the access vessel was damaged. The angiography revealed an obvious tear. This attempt was abandoned because the contralateral limb could not be delivered to the target position. The contralateral limb was lowered, and the graft was deployed so that it would cover the torn area. Bleeding also occurred near the common femoral artery, the bleeding was controlled with an occlusion balloon from the ipsilateral side, and the part of the right common femoral artery that was bleeding was ligated and fem-fem bypass was performed. Evar treatment for abdominal aneurysm was abandoned. The etlw1616c93ej was implanted on the ipsilateral side. Deployment was performed without problems. Because the common iliac artery was partly thin, when the touch-up was performed eventually, the calcified part cracked and spread, but there was no leak. As per the physician the cause of the event was anatomy. The calcification was severe from the common femoral artery to the terminal aorta, the stenosis was also severe from the common femoral artery to the external iliac artery, so the force of the device was not transmitted to the tip, and the device sheath was bent, and a force was applied towards a direction which was different from the direction of blood vessel route. No additional clinical sequalae were provided and the patient will be monitored.